Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that the navigation screens went black when navigating. The reference frame was flipped and site was able to navigate. Delay to procedure was less than an hour. There was no impact to patient.